Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the coronary stent graft system, graftmaster rx instructions for use (IFU) states: if more than one stent graft is required, the distal stent graft should be placed initially, followed by placement of the proximal stent graft. Stent graft placement in this order obviates the need to cross the proximal stent graft when placing the distal stent graft, and reduces the chances for dislodging the proximal stent graft

Event description:
It was reported that the procedure was to treat a long perforation caused by a non-abbott device in the left anterior descending (lad) artery. The 4.0x16mm graftmaster stent and the 2.8x16mm graftmaster stent were successfully deployed in the proximal portion of the perforation. A 2.8x26mm graftmaster stent delivery system (sds) and a 4.0x16mm graftmaster sds were unable to cross distally due to interactions with proximally deployed 4.0x16mm and 2.8x16mm graftmaster stents. Reportedly, there was no damage to the deployed 4.0x16mm and 2.8x16mm graftmaster stents. The patient was transferred to surgery to seal the perforation, causing a delay in treatment. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: 2.8x16mm graftmaster; 4.0x16mm graftmaster. (B)(4). The 4.0x16mm rx graftmaster stent mentioned is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.